Event description:
It was reported that a syringe is broken at the fill port of a large volume infusor. This occurred during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between march 7-9, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photo showed the device lot number printed at the bottom of the device. Visual inspection of the photograph did not show the reported defect. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.